Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 115 mg/dl at the time of the incident. Troubleshooting was not provided. The customer reported that the insulin pump could not rewind. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify trace pointers are invalid due to critical pump error (open book image).